Event description:
It was reported that a user experienced bluetooth connectivity difficulty when attempting to pair a dexcom g7 sensor to the ilet, while the sensor functioned otherwise, and the user received troubleshooting and education to toggle dexcom model selection and restart the ilet, with instructions to allow time for pairing. Symptoms included no reported clinical effects or glucose excursions. Outcomes included no alerts or alarms and no need for medical care. Investigation included technical support guidance and user-directed troubleshooting with device restart and settings verification. Investigation of this case revealed a pairing failure limited to the ilet interface with no evidence of sensor malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user interface or connectivity factors consistent with pairing configuration.